Event description:
It was reported that the device exhibited a "no disposable clamp tubing alarm." Per reporter, the alarm was silenced and settings reviewed. The rate was 0.6ml, reservoir volume 82.7ml and given 27.35ml. Troubleshooting was performed but the alarm returned. The cassette was removed again, tubing massaged and cassette tapped on hard surface. The cassette was reattached, but the alarm persisted. The device was then turned off and tubing remained clamped. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.